Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to open foot could not be determined. Factors that contribute to the difficulty to open the foot, include, but not limited to tissue, or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after an endovascular treatment interventional procedure with a small bore sheath. Reportedly, the foot felt stiffer than normal during deployment in step 1. Out of precaution, the device was removed without issue. An additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.